Manufacturer narrative:
Despite good faith effort, additional information regarding this event was not obtained. A supplemental report will be submitted should additional information be received.

Event description:
It was reported that the patient expired at home on (B)(6) 2025. The patient's spouse felt the device had caused/contributed to the patient's death and reported that he had been shocked seven times, though the healthcare provider stated he had been shocked twice. The spouse was referred back to the patient's clinic for an interrogation of the device episode. Follow-up with the field yielded no further information at this time.